Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation

Event description:
It was reported that the patient's left knee was revised due to pain and instability after the patient suffered a fall. A size 6 femoral component and 6x9 cs insert were revised to a size 6 ts femoral component and 6x13 ts insert. Rep confirmed that no further information will be released by the hospital or surgeon.